Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -electric dermatome serial number (B)(6) has not been previously repaired/evaluated before 06 december 2019 as documented in the repair reports in livelink. -product review of the electric dermatome serial number (B)(6) by flextronics on 18 march 2020 revealed that the compression cap, motor, screws, bearings and control bar needed to be replaced. The compression cap and screws were damaged and the motor was not operating at a stable rpm. -repair of the device was performed by flextronics on 18 march 2020 which included replacement of the shaft bearing, set screw, sleeve bearing, screw z88, motor, compression cap, control bar. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. -review of the device history record(s) identified no deviations or anomalies during manufacturing. -device is used for treatment. -review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. -a definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the system is losing power and not harvesting skin smoothly. No adverse events were reported as a result of this malfunction.